Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic and described feeling a "thug" in their chest area the prior evening. The patient noted seeing their chest move on 3-4 occasions. No pain or other complaints were indicated. Upon review, the left ventricular lead exhibited no capture in all vectors. The lead was programmed off. A chest x-ray was performed which noted lead dislodgement. On (B)(6) 2018, the lead was explanted and replaced. The patient was stable throughout.